Manufacturer narrative:
Additional information was received for h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole beneath the chamber of an unspecified quantity of clearlink system buretrol solution sets which resulted in a leak. The issue was identified before patient use. There was no patient involvement. No additional information is available.